Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-00048. It was reported the patient had an infection thus the patient underwent surgical intervention on (B)(6) 2016 where the scs system was explanted. The patient was prescribed oral antibiotics for ten days.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-00048. Follow up information identified the patient was on antibiotics and the explant site is improving.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-00048. Follow up information identified the patient completed 6 out of 6 weeks of antibiotics. The patient was hospitalized for 4 days following the explant of the scs system to monitor the infection. The patient was discharged (B)(6) 2016 with a PICC line for the administration of medications. And also prescribed oral medication. The patient reported he experienced dizziness from the antibiotics during the first few weeks of treament. The patient completed the antibiotic therapy on (B)(6) 2016 and is doing well.